Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the scp displayed an error message when the user increased the pump speed during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error message. The drive unit was connected to two different scp control panels with no change. Internal inspection of all connections was unable to identify the issue. Further troubleshooting found that the motor was not moving, suggesting the motor control board required replacement. The board was replaced and functional checks were carried out without further issues. The unit was returned to service. The replaced board was returned to sorin group (B)(4) for further investigation. Visual inspection and functional testing identified a defective component on the motor control board, which resulted in the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the scp displayed an error message when the user increased the pump speed during setup. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the scp displayed an error message when the user increased the pump speed during setup. There was no pt involvement.